Manufacturer narrative:
(B)(4). B5: describe event or problem- correction. H2: correction/additional information. H6: health effect clinical code - removed loss of consciousness - correction. H6: health effect clinical code - added coma - additional. H6 medical device problem code- correction. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Concomitant medical products- additional.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a potential reportable event. On (B)(6) 2024, in the evening, the patient¿s cgm was reading low ¿ around 40 mg/dl. The patient stated that his bg meter reading was ¿lower¿ than the cgm value, but no specific value was reported (captured in cmpl-(B)(4)). The following morning, on (B)(6) 2024, the patient¿s sister found him unconscious, cold, and clammy (captured in this complaint). The patient¿s sister called 911. Ems arrived and transported the patient to the ER. The patient was reported to be in a coma with a bg meter reading of 24-26 mg/dl. No cgm comparison value was reported at this time (it is unclear if the patient was in an active cgm sensor at this time). The patient was wearing an omnipod insulin pump. The patient was treated with IV dextrose (d10). The patient regained consciousness around 9pm on (B)(6) 2024. He was discharged home around (B)(6) 2024 (the patient could not recall the exact date of discharge). At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a cgm accuracy issue. On (B)(6) 2024, in the evening, the patient¿s cgm was reading low ¿ around 40 mg/dl. The patient stated that his bg meter reading was ¿lower¿ than the cgm value, but no specific value was reported. The patient self-treated with root beer, apple juice, soda, and jell-o. The patient then went to sleep. The following morning, on (B)(6) 2024, the patient¿s sister found him unconscious, cold, and clammy. The patient¿s sister called 911. Ems arrived and transported the patient to the ER. The patient was reported to be in a coma with a bg meter reading of 24 mg/dl. No cgm comparison value was reported at this time. The patient was treated with IV dextrose (d10). The patient regained consciousness around 9pm on (B)(6) 2024. The patient was discharged home around (B)(6) 2024 (the patient could not recall the exact date of discharge). At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.